Manufacturer narrative:
The investigation is limited due to our inability to obtain accurate info regarding the details of this case. Since there is no product available for eval, the investigation of this complaint is limited and the co is unable to draw a conclusion. Labeling, mfg, and sterilization records reviewed and no omissions or irregularities were found.

Event description:
Per medwatch report, surgiwrap was implanted in 2006 after surgery for adnexal cyst and left salpingo-oophorectomy. In 2007, an exploratory lap and excision of abdominal wall with internal mass was performed for recurrent omental metastasis. From a pathology report, the anterior abdominal wall mass was found to be a foreign body reaction to clear plastic like material believed to be surgiwrap implanted 7 months earlier.